Event description:
It was reported that the device had an unexpected longevity reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 lead implanted (B)(6) 2007; 5076-52 lead implanted (B)(6) 2007; 7427 pain stim ipg implanted (B)(6) 2000; 7495-51 neuro extension implanted (B)(6) 2000; 3998 pain stim lead implanted (B)(6) 2000; 7495-51 neuro extension implanted (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.